Event description:
It was reported that the patient had their device put in last week. The device was effective from implant until 2 days ago and the patient¿s symptoms returned yesterday. The patient¿s symptoms weren¿t bad just a little and they had been doing more bending and bumped into a wall. The device worked great up until 2 days ago and was effective a portion of the day yesterday. The patient wanted to know how often patient¿s needed to use their patient programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0m45h, implanted: (B)(6) 2014, product type: lead. (B)(4).